Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath when a cryoablation catheter was inserted in the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was kinked at 2.29 inches proximal from the tip. Kink was preventing a smooth steerability when a cryoablation catheter was inserted. The air ingress reported could not be reproduced. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight.